Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the balloon ruptured and a small vessel dissection occurred. Utilizing a radial access, the de novo pci treated the 90% stenosed and severely calcified target lesion located in the moderately tortuous (60%), proximal left anterior descending (lad) artery. Upon the first inflation with a 3.0x8mm quantum maverick balloon inflated to 12 atmospheres (atms), the balloon ruptured. It was noted that "a little vessel dissection occurred". Nothing was done to treat the vessel dissection. The procedure was completed with another 3.0x8mm quantum maverick balloon. Post dilation was performed with the same quantum maverick balloon. Intravascular ultrasound (ivus) was used during the procedure. The patient's condition was listed as "good".